Manufacturer narrative:
The impella cp and the data logs were returned for evaluation. The inspection of the impella cp revealed a tear ti be present within the outer/second layer of the repositioning sheath. This tear was the root cause of the bleeding at the impella insertion site. The data logs were reviewed and matched with the clinical account of the case and patient condition. The investigation findings did not warrant a corrective action as the failure mode is of a low risk. These type of failures will continue to be monitored and tracked. (B)(4).

Event description:
The complainant was treating a (B)(6) female admitted for coronary artery bypass (CABG) surgery and mitral valve repair. The patient had a previous non-stemi myocardial infarction. The impella cp was inserted successfully via the left femoral artery and the patient was sent to the ICU. Upon admission to the ICU there was observed oozing of blood from the two groin sites, the bypass access site as well as the impella site. Of note, the patient had been on aggrastat, a blood thinner, for multiple days. The bleeding/oozing was controlled with manual compression as well as repositioning of the impella repositioning sheath. In the overnight the bleeding did cease, though started again on day 2 of support. The physician chose at this time to place a stitch to stop the bleed and the blood loss slowed to a slight ooze. The ooze continued til day 4 of support when the CABG was performed. To intervene and remedy the blood loss, the patient did receive two units of blood products. In the subsequent days of support with the impella cp pump the patient was taken back to the operating room for washout due to bleeding from the chest post-CABG. On day six of support the patient was successfully weaned from the impella cp and the device was explanted. The groin access site was noted to be dry with no bleeding or ooze present.